Manufacturer narrative:
(B)(6). (B)(6). (B)(6). (B)(6). (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the oxygen concentration was low and could not be increased. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during a user check. No patient or user harm was reported. No accessories were being used that may have contributed to the issue. Final investigation and disposition are pending.